Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. The mixing pump is not working properly. Replaced mixing pump head. The water level reading is unstable. Replaced level sensor, circulation pump head. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not decrease during usage of an arctic sun device. Per review of wo on 28nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 29nov2024, the device would be sent to imi. The issue has not been resolved yet. Per sample evaluation results on 17apr2025, the water level reading was unstable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip code that is provided is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not decrease during usage of an arctic sun device. Per review of wo on 28nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 29nov2024, the device would be sent to imi. The issue has not been resolved yet.